Event description:
It was reported that the handpiece was set aside because of intermittent power problems. There were no errors reported. The customer did not have any details but reported another handpiece was used to complete the case with no pt consequence.